Event description:
The customer reported that she had a high blood glucose episode and the paramedics were called. During the call, the customer stated that her glucose level was 311mg/dl before noon, and then it dropped to 257mg/dl in the afternoon. The customer stated that she was confused and her vision was blurry. During the call, the customer stated that she was hospitalized early this year. The customer stated that her blood glucose is still high due a bladder infection, and she is currently on medication that might be affecting her blood glucose. The customer stated that she pre-fills the reservoirs and they're kept in the refrigerator until they are used. Advised the customer not to pre-fill the reservoirs. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.